Event description:
It was reported by the user facility that the top housing separated from the bottom housing prior to a procedure. No adverse consequences, no medical intervention and no delay were reported.

Event description:
It was reported by the user facility that the top housing separated from the bottom housing prior to a procedure. No adverse consequences, no medical intervention and no delay were reported.